Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving fentanyl (sentinel) 200 g per ml at 200 g per day via an implantable pump. The indications for use were non-malignant pain and pancreatitis. On 02-dec-2019 it was reported that the patient experienced increased pain and reservoir volume discrepancies. There were volume discrepancies in the reservoir volume at the two previous refills the diagnostics and troubleshooting performed was a catheter dye study was performed on (B)(6) 2019. The physician was unable to aspirate but injected the dye and identified the kink in the catheter. The catheter was kinked and not delivering drug. The spinal segment of the catheter was replaced. During the surgical procedure they left the pump segment in place and trimmed the spinal segment. The catheter was kinked 1cm superior to the anchor placement. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.